Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our fse (field service engineer) investigated the device on site and reproduced the reported technical errors indicating software error, disabled valves, communication error and internal memory error. As recommended in the service manual, the control printed circuit board was replaced and the problem was solved. The device returned to clinical use. We have not received any parts for our investigation. Based on prior investigations; it appears that an error occurs which puts the control printed circuit board software in a state that causes communication problems and stop of ventilation, which the system is unable to recover from by itself. The root cause of this failure has not been determined due to lack of goods and full logs. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for disabled valves as well as patient category mismatch between breathing and monitoring subsystems. There was no patient involvement. (B)(4).